Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported constant upstream alarms when none present, which was not reproduced during evaluation. A review of the event history log identified constant upstream alarms when none present as upstream occlusion messages. The cause was determined to be an out of specification upstream sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had constant upstream alarms when none were present. There was no patient involvement. No additional information is available.